Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 508 mg/dl; cause unknown. Customer administered a correction injection to address the bg. The customer to replace supplies as necessary and resume insulin delivery.